Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient cable being loose from the mobile power unit (mpu) was confirmed via visual analysis; however, the unit not functioning was not confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested on (B)(6) 2021. Upon initial observation, the mpu¿s patient cable was not connected to the housing of the mpu. The mpu was able to be powered on and off as intended and the system was found to function as intended. The mpu was opened and a nut and clamp were found to be loose, which caused the patient cable to appear broken off. The nut and clamp were fastened, and the patient cable was reattached to the mpu and preventative maintenance was performed. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped via on (B)(6) 2020. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the connection between the patient cable and the patient's mobile power unit (mpu) itself was broken off and the wires were exposed. The mpu cannot function as no led lit up when connected to the power outlet. The mpu was exchanged. There was no impact on the patient or the device.